Event description:
It was reported that during a laparoscopic cholecystectomy procedure, no coagulation and no cutting. They opened another like device. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw damage, the top of the I-blade fractured and slightly lifted and the cable was cut off. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the I blade and the jaw prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.